Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A causal relationship between the objective evidence provided and the alleged event was determined during the manufacturer investigation; therefore the alleged event is confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned actuator board. The burned board was noticed during repair after the machine was pulled from service for making popping noises and a burning smell during power up. The biomed reported the acid pump was incorrectly connected to the actuator board which caused the actuator board to short circuit and burn. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 30,000 hours. It could not be confirmed whether these parts were the original fresenius parts in the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned actuator board. The biomed replaced the actuator board as well as the bicarbonate and acid pumps which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The samples were discarded by the biomed and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: this MDR with MFR 2937457-2022-01628 was sent to ensure timely submission after MFR 2937457-2022-01537 received a delayed status. All information will be included in 2937457-2022-01537, and this report will be considered a duplicate and no further supplements will be sent on 2937457-2022-01628.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned actuator board. The burned board was noticed during repair after the machine was pulled from service for making popping noises and a burning smell during power up. The biomed reported the acid pump was incorrectly connected to the actuator board which caused the actuator board to short circuit and burn. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately (B)(4) hours. It could not be confirmed whether these parts were the original fresenius parts in the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned actuator board. The biomed replaced the actuator board as well as the bicarbonate and acid pumps which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The samples were discarded by the biomed and are not available to be returned to the manufacturer for physical evaluation.